Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 400 mg/dl with an unspecified ketone level that was not considered dangerous/life threatening by a health care provider on (B)(6) 2025. Cause was unknown. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged a day later on (B)(6) 2025 with the issue resolved and no permanent damage. Customer declined further troubleshooting therefore no additional information was obtained. Reportedly, customer reverted to an alternate form of insulin therapy.